Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were do not use contacts on most midline lead. Electrode 1-40000 (do not use), electrode 4-40000 (do not use), all other electrodes-good. There was a report of shocking, intermittent stimulation and pain at the ins site. Oor/settings not available seen with an inability to adjust stimulation. Reprogrammed to not use ¿do not use¿ electrodes. Oor resolved. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the healthcare provider. Reported, that the patient is scheduled for revision tomorrow. Caller reports, patient was seen by physician in february 2023. Patient indicated, she had coverage, but it¿s not effective. Caller reports a rep had reprogrammed patient on (B)(6) 2023. Caller reports, patient was seen again on (B)(6) 2024. A standard interrogation was done.

Manufacturer narrative:
A2: dob incorrect on initial report. Correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.